Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had actually started to migrate out of her fallopian tubes and into her uterus"), autoimmune thyroiditis ("hashimoto's thyroiditis") and device expulsion ("migration of essure device (location of device: essure coils migrated from the fallopian tubes and into her uterus)") in a 31-year-old female patient who had essure (batch no. C76448) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and uterine fibroid. Concurrent conditions included leiomyoma nos, bacterial vaginosis, hypothyroidism and depression. Concomitant products included levothyroxine since 2006 for hashimoto's thyroiditis, sodium polystyrene sulfonate (kayexalate) for pseudo aldosteronism as well as medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain (even when not menstruating)/pain"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), dental caries ("tooth decay/dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/fatigue"). In (B)(6) 2015, the patient experienced headache ("worsening of her headaches/headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced rash ("rashes/rash on her face and behind my ears") and pruritus ("itching/extreme itching"). In (B)(6) 2015, the patient experienced hypoglycaemia ("dysglycemia"). In (B)(6) 2015, the patient experienced blood glucose abnormal ("dysglycemia"). On an unknown date, the patient experienced the first episode of abdominal pain lower ("severe abdominal cramping (even when not menstruating)"), the second episode of abdominal pain lower ("severe, lower abdominal pain (even when not menstruating)"), back pain ("severe, lower back pain (even when not menstruating);"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), anxiety ("worsening of anxiety"), depression ("depression"), autoimmune thyroiditis (seriousness criterion medically significant), pseudoaldosteronism ("pseudo hyperaldosteronism"), confusional state ("confusion"), dizziness ("dizziness"), tremor ("tremors"), uterine pain ("pain in uterus"), device expulsion (seriousness criteria medically significant and intervention required) and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, feeling abnormal, rash, autoimmune thyroiditis, migraine, hypoglycaemia, confusional state, dizziness, uterine pain and device expulsion outcome was unknown, the last episode of abdominal pain lower, dental caries, dysgeusia, headache, pruritus, fatigue, blood glucose abnormal, vaginal haemorrhage, depression and tremor had resolved and the dyspareunia, alopecia, anxiety, pseudoaldosteronism and the last episode of vaginal discharge was resolving. The reporter considered alopecia, anxiety, autoimmune thyroiditis, back pain, blood glucose abnormal, confusional state, dental caries, depression, device dislocation, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoglycaemia, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, pseudoaldosteronism, rash, tremor, uterine pain, vaginal haemorrhage, the first episode of abdominal pain lower, the first episode of vaginal discharge, the second episode of abdominal pain lower and the second episode of vaginal discharge to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes. Ultrasound scan vagina - in (B)(6) 2015: both essure migrated to uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, anxiety and depression most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as vaginal discharge, migration of essure device (location of device: essure coils migrated from the fallopian tubes and into her uterus). Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had actually started to migrate out of her fallopian tubes and into her uterus") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a 31-year-old female patient who had essure (batch no. C76448) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and uterine fibroid. Concurrent conditions included leiomyoma nos, bacterial vaginosis, hypothyroidism and depression. Concomitant products included levothyroxine since 2006 for hashimoto's thyroiditis, sodium polystyrene sulfonate (kayexalate) for pseudo aldosteronism as well as medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain (even when not menstruating)/pain"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), dental caries ("tooth decay/dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/fatigue"). In (B)(6) 2015, the patient experienced headache ("worsening of her headaches/headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced rash ("rashes/rash on her face and behind my ears") and pruritus ("itching/extreme itching"). In (B)(6) 2015, the patient experienced hypoglycaemia ("dysglycemia"). In (B)(6) 2015, the patient experienced blood glucose abnormal ("dysglycemia"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), pseudoaldosteronism ("pseudo hyperaldosteronism"), the first episode of abdominal pain lower ("severe abdominal cramping (even when not menstruating)"), the second episode of abdominal pain lower ("severe, lower abdominal pain (even when not menstruating)"), back pain ("severe, lower back pain (even when not menstruating);"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), anxiety ("worsening of anxiety"), depression ("depression"), confusional state ("confusion"), dizziness ("dizziness"), tremor ("tremors"), uterine pain ("pain in uterus") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, pelvic pain, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, feeling abnormal, rash, migraine, hypoglycaemia, confusional state, dizziness and uterine pain outcome was unknown, the pseudoaldosteronism, dyspareunia, alopecia, anxiety and the last episode of vaginal discharge was resolving and the last episode of abdominal pain lower, dental caries, dysgeusia, headache, pruritus, fatigue, blood glucose abnormal, vaginal haemorrhage, depression and tremor had resolved. The reporter considered alopecia, anxiety, autoimmune thyroiditis, back pain, blood glucose abnormal, confusional state, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoglycaemia, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, pseudoaldosteronism, rash, tremor, uterine pain, vaginal haemorrhage, the first episode of abdominal pain lower, the first episode of vaginal discharge, the second episode of abdominal pain lower and the second episode of vaginal discharge to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed.since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 18.1 kg/sqm.hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes.ultrasound scan vagina - in (B)(6) 2015: both essure migrated to uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, anxiety and depression. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 23-jul-2018: quality-safety evaluation of ptc.incident:at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had actually started to migrate out of her fallopian tubes and into her uterus") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and uterine fibroid. Concurrent conditions included leiomyoma nos, bacterial vaginosis and hypothyroidism. Concomitant products included levothyroxine since 2006 for hashimoto's thyroiditis, sodium polystyrene sulfonate (kayexalate) for pseudo aldosteronism as well as medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain (even when not menstruating)/pain"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), dental caries ("tooth decay/dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/fatigue"). In (B)(6) 2015, the patient experienced headache ("worsening of her headaches/headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced rash ("rashes/rash on her face and behind my ears") and pruritus ("itching/extreme itching"). In (B)(6) 2015, the patient experienced hypoglycaemia ("dysglycemia"). In (B)(6) 2015, the patient experienced blood glucose abnormal ("dysglycemia"). On an unknown date, the patient experienced the first episode of abdominal pain lower ("severe abdominal cramping (even when not menstruating)"), the second episode of abdominal pain lower ("severe, lower abdominal pain (even when not menstruating)"), back pain ("severe, lower back pain (even when not menstruating);"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), anxiety ("worsening of anxiety"), depression ("depression"), autoimmune thyroiditis (seriousness criterion medically significant), pseudoaldosteronism ("pseudo hyperaldosteronism"), confusional state ("confusion"), dizziness ("dizziness"), tremor ("tremors") and uterine pain ("pain in uterus"). The patient was treated with surgery (on (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, dental caries, dysgeusia, feeling abnormal, headache, vaginal discharge, dyspareunia, rash, pruritus, alopecia, blood glucose abnormal, vaginal haemorrhage, anxiety, depression, autoimmune thyroiditis, pseudoaldosteronism, migraine, hypoglycaemia, confusional state, dizziness, tremor and uterine pain outcome was unknown and the last episode of abdominal pain lower and fatigue had resolved. The reporter considered alopecia, anxiety, autoimmune thyroiditis, back pain, blood glucose abnormal, confusional state, dental caries, depression, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoglycaemia, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, pseudoaldosteronism, rash, tremor, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes ultrasound scan vagina - in (B)(6) 2015: both essure migrated to uterus concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation, anxiety and depression most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), worsening of anxiety, depression, hashimoto's thyroiditis, pseudo hyperaldosteronism, migraines, dysglycemia, confusion, dizziness, tremors and pain in uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure micro-inserts had actually started to migrate out of her fallopian tubes and into her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced blood glucose abnormal ("dysglycemia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain (even when not menstruating)"), dysmenorrhoea ("abnormally severe menstrual pain"), the first episode of abdominal pain lower ("severe abdominal cramping (even when not menstruating)"), the second episode of abdominal pain lower ("severe, lower abdominal pain (even when not menstruating)"), back pain ("severe, lower back pain (even when not menstruating);"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (on (B)(6) 2016 she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, the last episode of abdominal pain lower, back pain, menorrhagia, menstrual disorder, dental caries, dysgeusia, feeling abnormal, headache, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue and blood glucose abnormal outcome was unknown. The reporter considered alopecia, back pain, blood glucose abnormal, dental caries, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, vaginal discharge, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes. Ultrasound scan vagina - in (B)(6) 2015: both essure migrated to uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.